Manufacturer narrative:
Conclusions: it is very unlikely that the injury was caused by malfunctioning of the mr system. During the preparation of the mr exam great force was applied to the pt that might have caused their injury. It is always the responsibility of the operator for proper positioning of the rf coil and the pt. Also, before starting a scan which initiates table movement it must be checked that nothing can get caught or hit during table movement. The instructions for use already contain warnings related to the coil, pt and table movement.

Event description:
This report is being filed upon notification from our mr manufacturer to submit this event that happened in a foreign country. Problem: pt had a mr procedure. The pt was placed in a prone positioned for the breast examination. During the preparation for this scan a large pressure was placed on the pt's back. The pt notified the operator and was repositioned to remove the pressure. Then the examination was performed normally. Later it seems that the pt had a broken rib.